Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt231216j/15432365) to repair an abdominal aortic aneurysm. After the deployment of the rlt231216j, computed tomography (CT) revealed a new aortic dissection at around the right renal artery. The procedure concluded with any issue. The patient tolerated the procedure. The physician elected to monitor because this dissection was not serious one but was in the small range. It was reported that the root cause of the dissection was due to twisted abdominal aortic around renal artery. No further information was obtained.